Manufacturer narrative:
(B)(4) - device 4 of 5.

Event description:
Unomedical reference number (B)(4) . Event occurred in the united states. It was reported that patient faced 5 infusion set fell off events on 15-may-2024. The infusion set was in use for one day. The glucose level was 308 mg/dl. No further information available.